Manufacturer narrative:
The complaint in which the user experienced a login issue with the librelink and librelinkup application was investigated. There was an attempt to replicate the user complaint by creating a new account in the librelink app ((B)(6), version 2.3.0, android). A new account was created and login was successful. A new UK account was also successfully created in the librelinkup app, therefore the complaint was unable to be replicated. The complaint is not confirmed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that she was unable to log into the adc freestyle librelink application, and as a result, was unable to monitor her glucose levels. The customer experienced a loss of consciousness and subsequently went into a diabetic coma. An ambulance was called and upon their arrival, the customer was administered a glucose drip for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.